Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. However, upon removal of flexnav delivery system from the patient the non-abbott guidewire was completely stuck (approximately 10cm-long) and t was unable to remove the flexnav and the wire. The wire was the same for both pacing and the valve implant. Therefore, a wire cutter was used to cut the guidewire, and the flexnav was successfully removed from the patient. The procedure was completed without any adverse effects to the patient. The patient had remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported stable. Additional information received: this complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced heart block and required a pacemaker implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block requiring a pacemaker was reported. A more comprehensive assessment could not be performed as limited information was provided, including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. No new hazards or harms were identified that would impact the benefit/risk profile.